Event description:
It was reported, the screen needs to be replaced and connections need to be tightened. It was also reported that the glass over the display on the programmer is "cracked." The programmer was returned for service and repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The screen (overlay) is cracked. Left keyboard hinge is broken. A printed circuit board found electrically out of specification.